Manufacturer narrative:
Concomitant medical products: product ID: 3560030, lot#: va2bm7q. Product type: extension. Other relevant device(s) are: product ID: 3560030, serial/lot #: (B)(4), ubd: 20-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient came in to the office on monday (B)(6) 2021 for follow up visit, during their 2 week advanced evaluation. The nurse practitioner attempted to change their bandage, and during this, they accidentally cut the percutaneous extension. As a result, the patient could no longer feel the stimulation and could no longer evaluate the therapy. The issue was not resolved at the time of the report.